Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. A loose clip was also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a clip partially loaded incorrectly into the jaws of the applier. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 7 clips remaining, including the partially loaded clip indicating that 8 clips were fired by the end user. No defects or anomalies were observed. No functional issues were found with the returned sample. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "clips doesn't open while trying to use" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. The sample was received with 7 clips remaining, including the partially loaded clip indicating that 8 clips were fired by the end user. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the clips do not open while trying to use the device.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800071 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips do not open while trying to use the device.